Event description:
The surgeon implanted a cc4204bf collamer lens. The lens dropped into the posterior chamber. Zonular dehiscence occurred associated with the iol subluxation. This prompted the removal of the lens to preclude serious injury. A vitrectomy was performed. The surgery was not completed. On the pt's post-op visit the pt was referred to a retinal specialist and was going to wait to do a secondary surgery. Pt's pre-op best corrected visual acuity is counting fingers.